Event description:
Additional information was received that during the explant procedure, the cathode set screw of was unable to be loosened on the right atrial (ra) lead port. Therefore, the ra lead was cut and capped. A new ra lead was placed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed an increased charge time measurement, ultimately reaching 30.7 seconds at end of life (eol). A revision procedure was performed and the device was explanted without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The device was to be returned for analysis.